Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked at the weld on the vent adaptor side. The product was changed out, there was no patient involvement, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device and will be submitting a follow-up report when more information becomes available. (B)(4).